Event description:
The customer reported that the device gave an error code 00002. This error code is in the category of defib failure-charging circuits. No pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.